Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the door cylinder required replacement. He replaced the door cylinder, tested the unit, confirmed it to be operating according to specifications, and returned it to service. While onsite, the technician was informed by facility personnel that during the reported event the washer's door became "jammed" and did not properly close. An employee attempted to manually dislodge the door by raising it with their hand. This sequence created pressure within the door to build up. When the jam was cleared, the pressure released causing the door to quickly lower in height and contact the employee's finger. As designed, the washer's safety bar was activated, and the washer's door raised in height upon contacting the employee's finger. The employee subject of the reported event did not follow proper procedure when the door became jammed as stated in the operator manual. The operator manual states (section 1), "risk of pinch point... Do not push on top portion of doors; do not push on the door when door is rising; do not push on door when door is jammed." A steris account manager offered in-service training on the proper use and operation of the washer and the user facility as accepted this offer. No additional issues have been reported.

Event description:
The user facility reported that an employee injured their finger while operating a hamo vision washer. Medical treatment was sought and administered.